Manufacturer narrative:
Based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of the infection and subsequent revision cannot be conclusively determined; however, it is most likely related to the patients underlying condition. Concomitant device(s): 320-20-34, (B)(4) - eq rev compress screw lck cap kit, 4.5 x 34mm. 320-20-30, (B)(4) - eq rev compress screw lck cap kit, 4.5 x 30mm. 320-01-42, (B)(4) - equinoxe reverse 42mm glenosphere. 320-20-00, (B)(4) - eq reverse torque defining screw kit. 300-01-09, (B)(4) - equinoxe, humeral stem primary, press fit 9mm. 320-15-01, (B)(4) - eq rev glenoid plate. 320-20-34, (B)(4) - eq rev compress screw lck cap kit, 4.5 x 34mm. 320-15-05, (B)(4) - eq rev locking screw. 320-20-18, (B)(4) - eq rev compress screw lck cap kit, 4.5 x 18mm. 320-10-00, (B)(4) - equinoxe reverse tray adapter plate tray +0.

Event description:
As was reported, approximately 4 months postop the initial right tsa, this (B)(6) y/o male patients right shoulder was infected. All implants were removed, and a cement spacer was implanted. Patient was last known to be in stable condition following the event. Devices will not return due to hospital policy.